Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 57-year-old patient received support from an impella 5.5 smartassist heart pump and veno-arterial extra-corporeal membrane oxygenation (va-ECMO) after coronary artery bypass surgery. On day 7 after inserting the impella 5.5, a sudden pump stop occurred. The pump could be restarted first. The customer was advised by abiomed customer support that the pump could stop again and it was recommended that the pump be removed. Later the impella 5.5 stopped again and could not be restarted. The pump was removed and the patient was subsequently stable on a low dose of catecholamines. The va-ECMO was explanted two days before the pump stop. The day before the incident, the patient was diagnosed hit positive, so the purge fluid was switched from 5% glucose solution with heparin to 5% glucose solution with sodium bicarbonate. According to the doctor treating him, there were a large number of thrombi in the patient's body.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, data logs were returned and multiple motor current spikes with saturated flow followed by pump stop was found. The cause of the pump stop issue was most likely biomaterial with motor current spike observed followed by saturated flow and several pump stop alarms per log review.